Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was also noted that rare undersensing on the right ventricular (rv) lead was noted and the episodes correlates with a patient gallbladder procedure done on the same day. Ra and rv lead remain in use. No patient complications have been reported as a result of this event.